Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering of insulin. Customer stated that their blood glucose was low. The customer alleged that the insulin pump was over delivering due to low blood glucose. Customer stated that the ok button was hard to press and button errors. The insulin pump had motor errors, rejected new batteries and no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.